Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. Referenced article: arrhythmia grand rounds, june 2015, volume 1, issue 2: 56-57. Doi: http://dx.doi.or g/10.12945/j.agr.2015.019-14. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been toning. The patient had recently had reconstructive surgery and a small magnet was implanted near their device. Additionally, a journal article was received regarding this patient's event. The physician/author indicated that device interrogation revealed "appropriate device function." The physician suspected that as the breast tissue expanders were filled with the saline solution and the magnet grew nearer the ICD, it affected the ICD device by deactivating it. The expanders were "decompressed" which resulted in the device tone stopping and then the expanders were subsequently removed. Additional information was obtained through follow up which confirmed that the device is still in use. No patient complications have been reported as a result of this event.